Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath fluid leaked from the valve. A non-boston scientific mapping catheter had been used to perform the pre-map for the procedure. The catheter was removed from the sheath but before the ablation catheter could be inserted a slow dripping leak was seen to come from the sheath's valve. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications occurred and no air was seen in the sheath or the patient. The sheath is not expected to be returned for analysis as it was disposed of by the site.